Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section for any product information received. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Depuy mitek complaint department received the following information from our legal department concerning a patient who had a rotator cuff repair performed on (B)(6) 2014. The patient noticed a protruding area at the surgery site, and it was verified that a foreign body was the cause after a CT scan performed. Pursuant to the second surgery, it was discovered that the tip from the applicator device had broken off and remained in the patient's shoulder. A second surgery was performed on (B)(6) 2014.